Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error code e-193 (internal battery failure), e-290 enclosure misaligned and feet missing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the internal battery would not charge. Internal battery needs to be replaced. Also confirmed, (cosmetic) enclosure misaligned removed screws and realigned, missing feet need to be replaced. The device was sent to the technician for additional evaluation. The inlet air path assembly and removable air path foam were replaced per remediation.